Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed, and multiple attempts to obtain additional follow-up information have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Should additional information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Should additional information be provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information later received from the field indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information later received from the field indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Should additional information be provided in the future, a supplemental report will be issued. Device analysis results: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.